Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the c-arm MDR cable on the 9800 system was broken. It was noted that the problem happened when moving the system. There was no report of pt injury.